Event description:
Information was received that a patient using the cadd ms3 pump reported infusion beyond 72 hrs despite being advised cartridges need to be changed every 72 hrs. She reported that the pump was due for service in 2019. The patient also reported she replaced her site today because her previous site fell out. She did not know how long the site had been out for but she re-started her infusion at 0.030ml per hr 37nkm and had been running for 3 hours. There were no adverse events reported.